Event description:
It was reported that the patient presented for follow up. It was noted that the atrial lead had dislodged. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the steroid plug was displaced. The cause of the displacement could not be determined.